Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator would not power off when the sd care inserted. Ther was no harm or injury reported.